Manufacturer narrative:
From x-rays analysis: it was confirmed that both the head dislocated from the implant and the bipolar head dislocated from the acetabulum. Upon analysis of the retrieved explanted pieces no particular findings were noticed. The design of the bipolar head guarantees the femoral head retention into the bipolar head by means of an elastic internal retaining ring. The retention ring was received disassembled from the bipolar head: no conclusions about the correct positioning of the ring inside the bipolar head during the manufacturing process can be drawn. Document review: bipolar head (ref (B)(4), lot 090876): lot 090876 comprises 51 bipolar heads. All parameters concerning the manufacturing process steps were found to be confirming to specifications valid at the time of production. To date, no other incidents are reported on the same lot. Eleven bipolar heads belonging to this lot have been implanted and no incidents have been reported up to now. Cocr ball head (ref (B)(4), lot 092710): lot 092710 comprises 50 cocr heads. All parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. To date, no other incidents are reported on the same lot and about 35 pieces were implanted up to now. Every bipolar head lot is 100% checked by a medacta international sa's operator, to verify and hence guarantee the correct positioning of the elastic internal retaining ring inside the bipolar head. The event, which is known risk event, is not device related but is most likely related in some way to the nature of the surgical procedure/trauma.

Event description:
The femoral head dislocated from the bipolar head 3 weeks after primary surgery. A revision surgery was necessary. It was reported that the cocr head dislocation took place while the surgeon was trying to reposition the dislocated bipolar head in the acetabular cavity without performing a surgery.